Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, about 1/3 of the cartridge by the retaining pin side had no staples inside. The surgeon manual sutured the tissue at last.